Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum was damaged. Customer's blood glucose was 146 mg/dl. A supply change was performed and insulin delivery was resumed.